Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to customer's blood glucose. Customer declined to provide their backup insulin therapy.